Event description:
There could be a device problem because clotting and bleeding are known adverse reactions from the device. Patient on (B)(6) 2016 had a small subarachnoid bleed. Three days later was noted to have right sided weakness and aphasia, repeat CT showed possible stroke and a fully occluded left carotid. Underwent a ventricular thrombectomy. Patient had a history of candidemia which may have been a source of infection for septic emboli. Treated for infection, patient worsened. On (B)(6) patient had a drop in hematocrit attributed to intercranial hemorrhage. Patient passed away on (B)(6) 2016 after allowed natural death to occur.